Manufacturer narrative:
It has been communicated that the samples won't be returned for evaluation. UDI: (B)(4).

Event description:
It has been reported that a revision surgery was performed due to dislocation. The head and liner were replaced with new one.